Event description:
It was reported via facility medwatch # (B)(4) that shaft break occurred. The 95% stenosed target lesion was located in the distal right coronary artery. A 4.00 mm x 12 mm emerge balloon catheter was advanced for dilatation. However, upon advancing the device over the wire, the balloon shaft broke. The procedure completed with another 4.00 mm x 12 mm emerge balloon catheter. No patient complications were reported and the patient's status was good.